Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunct "inop" together with a loss of audio. No pt harm was reported.